Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to verify transmission was successful and the patient stated that the cardiac resynchronization therapy pacemaker (crt-p) was not working properly. The patient was at the cardiologist the previous day and said they were "working on it." The patient reported "feeling terrible, no energy". The device and the mobile application remain in use. No further patient complications have been reported as a result of this event.